Event description:
The customer reported that the radiologist was not able to mark read a pt's study. The pt expired prior to the radiologist reading the study.

Manufacturer narrative:
(B)(4). Once a radiologist has read a study, functionality of the device allows the study to be marked as "read". The customer reported that the radiologist was not able to mark a pt's study as "read" after primary interpretation was completed. The pt expired prior to radiologist reading the study. The radiologist attempted to mark the study as "read" after the pt expired and could not on the initial attempt. As a later time in the day, the radiologist was able to mark the study as "read". There is no relationship between the two occurrences, pt expiring and inability to initially mark study as read after the pt expired. The customer reported that does not appear that isite contributed to the pt's death. Isite did not malfunction. No further investigation or action is warranted.